Manufacturer narrative:
The device was returned and evaluated, and the customers¿ allegations were confirmed as there was foreign material exiting from the channel and it was clogged. Additional findings include the following: the leak check was open for advanced diagnostics and flooded; the plastic distal end cover insulation had no megaohm; the distal end plastic cover had deep scratches; the bending section cover glue had a crack; the objective lens had minor chips around the edges not affecting the image; the light guide lenses each had a minor chip; there was no image; switch 2 was not working; the insertion tube had a buckle; the insertion tube insultation had 1.5 megaohm; the olympus plate was missing on the scope cover; the scope cover was open for advanced diagnostics and flooded; the light guide tube was buckled and inflated; the angulation was out of specification; the front right/left knob markings were facing down; and the up/down and right/left knobs were loose and had play. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or when additional information becomes available.

Event description:
The customer reported to olympus that the area around the control section and instrument channel port where the biopsy forceps are inserted is clogged on the evis exera ii gastrointestinal videoscope. The issue was found during preparation for use and the intended procedure was diagnostic. There was no patient or other person affected or involved in the event. No patient harm was reported.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. The customer answered the following questions: -the leak test failed. Was the device air leaking? N/a. ·did customer reprocess the device before sending it in for repair? Yes. ·what kind of foreign material was? Foreign material not tested. ·does the customer follow reprocessing steps as per instructions for use? Yes. Customer states no foreign material was found during inspection, but the channel may have been clogged or foreign material may have existed but was cleaned through the cds process. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, it is likely that the event occurred due to deviation from instructions for use (reprocessing manual). However, the definitive root cause was unable to be determined. The foreign material was unable to be identified. The event can be prevented by following the instructions for use: "-inspection of the instrument channel". Olympus will continue to monitor field performance for this device.